Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube shaft was completely separated 51.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities to the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. An 8mm x 2.50mm nc quantum apex¿ balloon catheter was selected for use to dilate the target lesion. However, while unpacking the device, the physician noted that the catheter shaft was broken. No patient complications were reported and the patient's status was fine.